Event description:
It was reported that the asymptomatic patient presented for follow-up with the implantable cardioverter defibrillator that exhibited a radio frequency (rf) telemetry anomaly after the patient underwent a magnetic resonance imaging (MRI) scan. The device was successfully reprogrammed, and rf telemetry was restored. The patient was stable.